Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal lcx artery with 85% stenosis. The device was inspected with no issued noted. Negative prep was not performed. The lesion was predilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was not used. It was reported that the highly calcified lesion was previously treated with a 1.5 rotablator burr and pre-dilated with a sc balloon. The device was unable to cross the lesion and upon removal a stent strut was noted to be lifted. A guide extension catheter was placed and further pre dilatation of the lesion with a nc balloon was performed. A new resolute onyx des was then able to pass without incident and was successfully deployed. No patient injury reported.

Manufacturer narrative:
Product analysis summary : a slight bend was evident on the catheter of the device which is consistent with coiling of the device for return. The stent was positioned between the markerbands but not meeting specifications due to deformation at the distal end. Deformation was evident to the 1st and 2nd distal stent wraps with struts raised. Although stent meets od dimensional measurement criteria the stent deformation confirmation is based on the failed visual inspection ¿ stent. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.